Event description:
The customer reported that their pump screen was dark and would not turn on, and they also noted that the pump's battery was not charging. Due to this issue, the customer's blood glucose level was reported as high, though no specific value was provided. To address this, the customer administered a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.